Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 402.218s. Lot: l872689. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 25 apr 2018. Expiry date: 01 apr 2028. Non-sterile part: part number: 402.218. Lot number: l857486. Manufacturing site: mezzovico. Release to warehouse date: 16 apr 2018. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6), 2021 due to hypertrophic callus. During the procedure, 3 screws could not be removed / cold welds / mini fragment screw locked. The screwdriver broke at the top of the screw head. 2 screws small fragment locked. The screw thread is flat after the attempt to unscrew. The surgeon used the universal ablation kit for attempted extraction. There was no other solution than to drill the screw head after using several equivalent screwdrivers. Drilling the mini fragment screw head generated high production of metal debris and was inefficient. Metal debris was removed via abundant washing with a curette. The hypertrophic callus was resected with gouge and osteotome. Procedure was completed with a thirty (30) minute delay. Patient is fine. This report is for an unknown locking screw. This is report 5 of 7 for (B)(4) and captures the intraoperative event. The removal of screws due to annoying material under the skin is captured under (B)(4).